Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electronically, the lead was found to be within specification.

Event description:
Boston scientific received information that during a routine implant procedure, the implanting physician attempted to implant this right ventricular (rv) lead. The lead buckled at the turn at the subclavian vein (svc). The physician backed up the lead, pulled the stylet back a little and tried to advance the lead again. The lead buckled again at the tip, then dropped, however, it did not appear appropriately. Contrast was taken, which showed that the svc had been punctured. The patient was stabilized. The lead was ultimately explanted. Contrast later showed that puncture had closed. The patient was scheduled for a new procedure the following day. No further complications were observed.